Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was an area of in-stent restenosis (isr) of a non-bsc stent located in the moderately tortuous and severely calcified superficial femoral artery. After a guidewire crossed the lesion, a 5.0x40x135cm mustang balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a 5mm non-bsc balloon catheter. No patient complications were reported.